Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr). During the preparation of the triclip delivery system (tcds), the system was difficult to de-air. Additional dilatations and vertical turns, the system was able to be de-aired. The clip was then implanted. There were no adverse patient effects and no clinically significant delay in the procedure.